Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2020. Event day and month were not reported. Investigation summary: the analysis results found that el5ml device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was also noted to have holes in the tyvek, and the holes were noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. In addition, two photos were received for review. Upon visual inspection of two photos, the following was observed: the first photo shows an unopened ligamax package from top view with lot # u9301p, exp. Date: 2024/12/31. The second photo shows an unopened package and damage appears to be observed on the seal area from tyvek. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the el5ml package had a hole in it. Surgery was not delayed due to the reported event. There were no patient consequences reported.